Event description:
Boston scientific received information that a fracture of this right atrial (ra) lead was noted in 2007 and the device was then programmed to vvi. The lead remained implanted at that time. The patient was recently being evaluated for an aortic valve surgery and the ra lead was found to have completely fractured and was now in the right ventricle. The lead was partially explanted during the aortic valve surgery without difficulty. A few days later, the remaining portion of the lead was removed, however, the suture sleeve remained in the body, likely near the subclavian. A new lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this portion of lead was thoroughly inspected and analyzed. The returned segment measured 115 mm and included the terminal pin. The conductor coil was fractured at the distal end of the returned segment. The anode wire showed evidence of fatigue. This type of damage is consistent with repeated stress over time. Due to mechanical damage (incurred when two ends of a fractured lead make contact with one another over time) and corrosion, the root cause of the fracture could not be definitively determined.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.